Manufacturer narrative:
Patient's identifier, sex were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Implant date and explant date are not provided device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an implant dropped from the implant driver.